Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6)2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high right ventricular (rv) lead pacing impedance, short v-v intervals, noise, no pacing capture, and was possibly fractured. The patient opted to have the detection's deactivated and declined to have the lead replaced due to a decline in overall health. A few days later, the patient received inappropriate therapy, the lead displayed high thresholds, there was an acute change in impedance, and there was inhibition of pacing as a result of rv lead noise. An attempt was made to replace the lead; however, it was unsuccessful due to an occlusion. It was decided to re-program the parameters with the detection's and therapies "turned off." This option was implemented to provide pacing support. No further patient complications have been reported as a result of this event.